Event description:
The customer reported that an 840 ventilator had a blank display. No pt involvement. Covidien was not authorized to repair the unit. The customer reported to have replaced the graphic user interface (gui) pcb. The covidien customer support engineer (cse) updated the software and conducted final testing.